Event description:
Customer reported past high blood glucose with the highest level recorded was 512 mg/dl. Cause was not known. To address the issue, the customer changed the infusion set and cartridge. Control iq feature was active during the incidents. Although experiencing recurring high blood glucose levels, the customer declined additional assistance. Technical support advised consulting with a healthcare provider, and the customer agreed, acknowledging the guidance.